Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The device also was received with cracked case at the display window corners and battery tube threads, and minor scratched display window.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pumps numbers are scrolling by themselves. The blood glucose reading is 141 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.